Manufacturer narrative:
The complaint device has not been returned and no further information has been provided till date that would help in the investigation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. Without physically evaluating the device, the exact location of tip break or a root cause cannot be discerned. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electrode ceramic tip breakage in the bone. The metal tip located at the end of the electrode is detached 2 times during the procedure. The tip was left in irrigated articulation by the arthropump. The surgeon had to take the time to remove the metal caps before to finish the intervention. No consequences to the patient-another like device was used. See associated med watch # 1221934-2014-00412 for second device.

Event description:
Electrode ceramic tip breakage in the bone. The metal tip located at the end of the electrode is detached 2 times during the procedure. The tip was left in irrigated articulation by the arthropump. The surgeon had to take the time to remove the metal caps before to finish the intervention. No consequences to the patient-another like device was used. See associated med watch # 1221934-2014-00412 for second device.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.